Manufacturer narrative:
Block d2b pro code (product code): additional pro code: eoq. Block g4: premarket / 510(k) #: k151315, k151895, k163248. Block h3: the device was returned for analysis; however, the investigation is still in progress. A supplemental report will be submitted when the investigation is complete or if additional relevant information becomes available. Block h6: device code a041001 is being used to capture the reportable event of needle punctured sheath.

Event description:
It was reported to boston scientific corporation that an expect pulmonary olympus 22ga needle was used for an endobronchial ultrasound needle biopsy procedure performed on (B)(6) 2026. During the procedure, resistance was encountered while advancing the needle. It was then observed that the needle had advanced through the side of the sheath instead of through the distal tip, resulting in a puncture to the sheath. The user stopped the procedure and withdrew the scope and needle. Another expect pulmonary olympus 22ga needle was opened and used to successfully continue and complete the procedure. There was no patient complications reported as a result of this event.